Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿fuzzies¿) was attached to the catheter of a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Device/batch history record review findings: lot 7326965; was built on afa line 1 from (B)(6) 2017 through (B)(6) 2017 and packaged from afa line 9 for the quantity of (B)(4). Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans during the build of the product. No significant discoveries were found. Review disclosed there was no indication of the alleged defect as there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product relevant to the defect stated in the pir. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Observations and testing: although units were not returned for investigation of this incident, photos were provided for evaluation. Photo pic1 revealed an opened packaged from lot 7326965. Photo pic 2 was of the full length of the catheter tubing and a small view of a 20g adapter. This photo revealed there was a fm at the tip of the catheter tubing. Visual/microscopic examination: the fm was identified to be non-foreign (porous plug shaving residual); which was introduced during the manufacturing process. Confirmation of the subject of foreign matter, as stated in the pr, was conclusive based on the evaluation of the photos provided for this incident. Confirmed there was white fm (non-foreign/porous plug residual) at the tip of the catheter tubing. The characteristics of the fm (non-foreign/porous plug residual); was evidence to confirm and support manufacturing process related issues for the reported defect; as the non-foreign was introduced during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Note: 5s cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product.